Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leaks are not specifically labeled in the IFU. Event evaluation: still under investigation.

Event description:
A patient with an aaa underwent evar on (B)(6) 2012. There was excessive blood loss from captor valve. Even with the valve in the closed position, a large amount of blood was lost. The patient required a blood transfusion due to this occurrence.